Event description:
Same case as MDR 2134265-2015-01145 and 2134265-2015-01147. It was reported that a perforation occurred and a patient died. The complete total occlusion lesion being treated was located in the left anterior descending artery. A crossboss cto device was used to cross the lesion. Then the target lesion was predilated with a 2.5x20mm emerge balloon catheter and a 2.75x38mm promus premier stent was deployed. Afterwards, a perforation was immediately apparent at the end of the stent opening into the pericardium. Pericardiocentesis, emergency drugs and CPR all were attempted however the patient expired on the table.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).